Manufacturer narrative:
Additional information received on 09 february 2017 and includes: the surgeon revised the stem, head and liner. The cup was left in place. The surgery was completed successfully. Batch reviews performed on 07 march 2017. (B)(4). On 08 march 2017, the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless dm tha, 3 months after primary surgery, confirmed by histological examination, according to report. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
The patient came in due to signs of infection. The infection is confirmed as pseudomonas. The surgeon plans to revise all medacta products.